Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the physician reportedly tried to interrogate the device during a heart failure hospitalization. The device was in standby mode, and reset that was not successful. It was impossible to interrogate the device, and apparently there was no response to magnet application. A new follow-up was performed on (B)(6) 2016, confirming this unexpected behavior. The device was explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
On (B)(6) 2016 the physician reportedly tried to interrogate the device during a heart failure hospitalization. The device was in standby mode, and reset that was not successful. It was impossible to interrogate the device, and apparently there was no response to magnet application. A new follow-up was performed on (B)(6) 2016, confirming this unexpected behavior. The device was explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
On (B)(6) 2016 the physician reportedly tried to interrogate the device during a heart failure hospitalization. The device was in standby mode, and reset that was not successful. It was impossible to interrogate the device, and apparently there was no response to magnet application. A new follow-up was performed on (B)(6) 2016, confirming this unexpected behavior. The device was explanted on (B)(6) 2016 and will be returned for analysis.